Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the past two refills, the health care provider was only able to pull out half of the medication. The pt used to have refills every six weeks, but recently they had been every twenty days. The pt's dosage is increased at each refill because of pain. The pt had a change in therapeutic effect and has had a few falls. The drug used in the pump at the time of the event was not known. Additional information has been requested; a follow-up report will be submitted, if additional information becomes available.